Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device history log was reviewed and event is confirmed by saw multiple error id18. "The reported device was not received in brézins for investigation because it was repair locally. The defective power board was received in brézins for investigation. According to the result of investigation, on visual inspection, it was found that diode d1, which is directly linked to the power supply system, was broken. This condition would have triggered error 18 at the customer's site. As the component was broken, no further investigation was carried out. Based on this information the root cause of this defect was found likely due to an mishandling of the device probably caused by dropping the device or mishandling the board which corresponding to a misuse. To our knowledge this complaint is not being related to patient safety." This complaint is considered as misuse for this issue as per our local procedure, we initiated no action.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: during the operation of the machine, error18-0004 occurred. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.